Manufacturer narrative:
Exact date unknown, event occurred years ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted ipg will not be returned due to hospital policy.